Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) experienced a pacing problem as the ipg was unable to obtain good capture threshold measurements after implant attempts were made in numerous locations. The physician requested a new leadless implantable pulse generator (ipg) and was able to successfully implant the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.